Manufacturer narrative:
Complaint conclusion: during deployment of a smart control iliac stent, the stent jumped forward to the distal aspect of the target lesion and deployed there. The proximal portion of the target lesion was successfully treated with another smart stent with no reported patient injury. Details regarding the patient were not provided. The target lesion was located in the right common iliac artery to external iliac artery and was described as 100% stenosed, mildly calcified and tortuous. The patient¿s vasculature was accessed from an ipsilateral approach and the lesion pre-dilated followed by the deployment of a 12 x 40mm non-cordis stent. A 10 x 60mm smart stent was then successfully placed in an overlapping fashion. In order to cover the remaining lesion, a 10 x 40mm smart control stent delivery system (sds) was opened. No damages were noted to the packaging or the sds prior to use. When the device was removed from its¿ tray, the stent was noted to be still constrained within the outer sheath. No difficulty was experienced during the flushing of the device. The device was advanced past to the target lesion with the locking pin in place and then withdrawn into the lesion at the intended location. The sds handle was held straight outside of the patient. The locking pin was removed prior to deploying the stent. The site reported that no unusual force was using during the stent deployment and the tantalum markers opened symmetrically. However during deployment, the stent migrated and/or jumped forward towards the distal aspect of the lesion leaving the proximal portion of the target lesion uncovered. The catheter was not in an acute bend and was not kinked at the time of the deployment. The sds was removed without issue and exchanged for another 10 x 40mm smart stent. The procedure was successfully completed with no reported patient injury. The site reported that the physician had used these devices in over cases that year and that the device and films of the procedure were unavailable. The device was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product IFU indicates that the smart control iliac device is indicated for use for improving the luminal diameter in patients with symptomatic atherosclerotic disease of the common and/or external iliac arteries. The IFU warns that the safety and effectiveness of the smart control iliac stents has not been demonstrated in patients with lesions that are either totally or densely calcified. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Based on the information available for review, there are vessel characteristics (100% stenosed, mildly calcified and tortuous) that may have contributed to the reported event. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed. Based on the DHR review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a smart control stent jumped during deployment and migrated to the distal lesion. Another smart stent was used to cover the remaining portion. There was no reported patient injury. The patient's information was unknown. The intended procedure was a pta. The target lesion was located in the right common iliac artery to external iliac artery with mild calcification and tortuosity. The rate of stenosis was 100%. An ipsilateral retrograde approach was made. After the pre-dilation, a 10mmx6 smart stent was placed to overlap on a 12mmx4 non-cordis stent. There was no issue with the smart stent; however it could not cover the lesion fully. It is unknown if it planned to need another stent or if the lesion length was misjudged. In order to cover the rest of the lesion, a 10mmx4 smart control stent was opened. There were no damages or anomalies noted to the device or packaging prior to use. When the sds was removed from the tray, the stent still constrained within the outer sheath. There was no difficulty experienced during flushing of the device. The device was inserted into the patient and delivered to the target lesion. The smart control locking pin was in place during advancement and it wasn¿t removed until deployment. The sds was advanced past the lesion and then withdrawn back into the lesion. The sds handle was flat and straight outside of the patient. Unusual force was not applied during deployment and the tantalum markers opened symmetrically. However, the stent jumped and migrated to the distal part of the vessel during deployment. The proximal lesion could not be covered. The catheter was not in an acute bend and was not kinked/bent. The sds was easily removed from the patient and an additional smart stent (10×4) was placed to fully cover the lesion. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. Films are unavailable. The physician experienced over 200 cases in the year.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. Concomitant device: stent: e-luminexx12/40mm, and 10mmx60 smart. (B)(4). (B)(6).